Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell into the toilet and could no longer be charged despite the attempted use of multiple cables and power sources. Customer reported an elevated blood glucose (bg) level; however, the bg value was not given. Customer indicated that the bg level would be corrected using an insulin pen, and current pump and/or insulin injections would continue to be used for diabetes management.